Manufacturer narrative:
Evaluation summary: a non-mdt indeflator was returned with delivery system, attached to a three-way port. The stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The balloon failed negative prep. On pressurisation, a leak was observed along the catheter. The balloon failed to maintain pressure. Upon visual analysis a tear was evident along the distal shaft, causing the support wire to exit catheter. Tear was evident 19-25.5cm proximal to the distal tip. Kinking was evident along the distal shaft, 12.7cm and 13.5cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a mildly tortuous, mildly calcified lesion with 99% stenosis in the proximal lad. There was no damage noted to the device packaging. There were no issues when removing the device from the hoop. No issues noted when removing the protective sheath. The device was inspected with issues and the catheter potentially felt as it was frayed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It is reported that stent was advanced to the lesion but it failed to inflate and dislodgement occurred in the left main during removal following a failed delivery. The stent was then removed from the patient using a snare. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.